Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20116169, medical device expiration date: 2023-11-11, device manufacture date: 2020-11-11. Medical device lot #: 20125926, medical device expiration date: 2023-12-10 , device manufacture date: 2020-12-07. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. It was reported that several extension sets have been very difficult to prime. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number and 20125926 were performed, (the lot# was unknown for the third incident therefore a device history record could not be performed). The search showed that a total of (B)(4) units in lot# 20116169 was built on 12nov2020. The search showed that a total of (B)(4) units in lot# 20125926 was built on 14dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that 3 smallbore 6 inch ext vlv experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e, batch/ lot #: 20116169, 20125926, unknown. I as well as other team members have noticed that several extension sets have been very difficult to prime, leading us to disconnect and reattach saline syringe multiple times to allow for priming of the set. Wondering if this has lead to some piv's being removed due to the "inability to flush".